Manufacturer narrative:
Results: a visual inspection of the returned product found the lens optic torn into two pieces. One haptic was torn off. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens but the back haptic became stuck in the cartridge and tore. The lens was removed with no patient injury, no enlarged incision or sutures.